Event description:
The customer reported to olympus, the hd camera head had no image. The issue was found during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed due to a faulty ccd (charged coupled device) unit. Additional defects found during device evaluation: kinks and knot on cable, faded serial plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty ccd unit. Olympus will continue to monitor field performance for this device.